Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that additional information received noted that the sepsis was related to a wound on the leg unrelated to the device system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had sepsis. The device and leads were explanted. No further patient complications have been reported as a result of this event.